Event description:
It was reported that the ilet temporarily lost signal with a paired dexcom g7 sensor for approximately five minutes on a user¿s first day of wear, after which the user was advised that brief communication interruptions can occur and to call back if no reading returned within thirty minutes. Symptoms included no reported adverse clinical effects. Outcomes included no alerts or alarms and no impact requiring medical care. Investigation included remote troubleshooting and education regarding expected intermittent cgm-to-ilet communication loss and recommended monitoring for data resumption. Investigation of this case revealed a transient loss of communication between the ilet and the dexcom g7 without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was intermittent signal loss consistent with normal wireless connectivity limitations.